Manufacturer narrative:
Brand name- intermittent. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information was requested but the complainant was only able to provide the product name. Complainant was unable to provide the model number, lot number or product sizing information. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that " when paper (on peel pouch of nelaton catheters) is pulled for use it breaks, leaving us to keep attempting to remove paper packaging, possibility of touching catheter, making it non sterile." No photograph depicting reported complaint issue was submitted by the complainant. No harm reported.